Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved by powering cycling the system, pressing the endoscope arm 3 port clutch button, and reinstalling the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Fields g5: and g7: are not applicable.

Event description:
It was reported that during a da vinci- ssisted esophagectomy transthoracic surgical procedure, the endoscope image was flipped. The customer reseated the endoscope with no change. The customer then powered down the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power the system back on, press the endoscope arm 3 port clutch button, and reinstall the endoscope. The endoscope image was restored to normal with no further issues. The procedure was completing as planned with no reports of patient injury.